Event description:
The customer reported that the system displayed a cine error message, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board and cine drive power connectors were reseated. The system was then found to be operating as intended.